Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal stent was used in the esophagus during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the patient's anatomy was tortuous. There was no visible damage noted to the stent prior to the procedure. During the procedure, when the physician was advancing the stent system over the guide wire it became difficult to advance and was not able to reach the stricture. The physician thought it was possible that the stent system stopped advancing because its distal tip had come in contact with the stomach wall, so the physician removed the stent system from the patient to reshape it. The physician removed the device from the patient and noted that the distal end of the stent had been accidentally partially released. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 5mm. No issues were noted with the profile of the remaining crocheted section of the device. It was noted that the shaft was slightly bent proximal to the stent and the pullring was detached from the deployment suture. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported stent positioning difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal stent was used in the esophagus during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture. Reportedly, the patient's anatomy was tortuous. There was no visible damage noted to the stent prior to the procedure. During the procedure, when the physician was advancing the stent system over the guide wire it became difficult to advance and was not able to reach the stricture. The physician thought it was possible that the stent system stopped advancing because its distal tip had come in contact with the stomach wall, so the physician removed the stent system from the patient to reshape it. The physician removed the device from the patient and noted that the distal end of the stent had been accidentally partially released. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.